Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample did not identify any product abnormality that could have contributed to the reported condition. An air leak test was performed, and a leak was observed at the level of the set replacement post pump line, connected between the y multi connector and the deaeration chamber, at the level of the y multi connector. Further inspection showed that the tubing not glued correctly inside the y multi connector, which allowed the leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to the manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the replacement line of a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: dec-2025. Should additional relevant information become available, a supplemental report will be submitted.